Event description:
It was reported at implant, the header block of the pacemaker felt different to the implanting physician and another pacemaker was implanted. It was noted, the header block appeared different with additional silicone. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the device was returned, analyzed and no anomalies were found.